Event description:
It was reported that embolization occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted after two full and three partial recaptures and meeting release criteria. The following day, pre-discharge transthoracic echocardiogram revealed that the watchman closure device has embolized into the left ventricular outflow tract (lvot). Percutaneous retrieval was performed. A sentinel cerebral protection system was placed via right radial artery for cerebral protection. A 20f non-boston scientific (bsc) sheath was placed in the right femoral artery. A 16f, 107cm non-bsc sheath was advanced across the patient's prosthetic aortic valve into the lvot over a wire. A non-bsc grasping snare was advanced through the 16f non-bsc sheath to grab the watchman closure device. Some of the anchors of the watchman closure device appeared to be engaged with the wall of the lvot. The 16f non-bsc sheath was advanced, and the non-bsc grasping device retracted into the 16f non-bsc sheath. The watchman closure device compressed and detached from the lvot wall. All equipment retracted through the prosthetic aortic valve into the ascending aorta and then all the way around the aorta into the 20f non-bsc sheath. The watchman closure device was pulled through the 20f non-bsc sheath and out of the body. Post-procedure there was no sign of stroke or pericardial effusion. There was no change in the prosthetic aortic valve gradient, paravalvular leak, or visual function post-retrieval. The patient was discharged the following day. Laa closure will not be re-attempted due to challenging anatomy. Patient will follow up with physician to determine course of action for laa.

Manufacturer narrative:
Procedural media was provided to aid in the investigation and was reviewed by a boston scientific medical safety director. The media comprised of a slide deck containing transesophageal echocardiogram and fluoroscopy video loops. The left atrial appendage presented with challenging chicken wing anatomy containing pronounced pectinates which resulted in shallow appendage. Compression of the deployed closure device was within range but at the lower end of the range. No leak was recorded. The recorded tug test was suboptimal. Proximal position of the closure device with significant shoulder in more than one view. The release criteria were not met. No imaging was provided of the retrieval of the embolized device. It is likely that the proximal position and shallow anatomy contributed to the embolization and the tug test was insufficient to assess anchoring of the deployed closure device.

Event description:
It was reported that embolization occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted after two full and three partial recaptures and meeting release criteria. The following day, pre-discharge transthoracic echocardiogram revealed that the watchman closure device has embolized into the left ventricular outflow tract (lvot). Percutaneous retrieval was performed. A sentinel cerebral protection system was placed via right radial artery for cerebral protection. A 20f non-boston scientific (bsc) sheath was placed in the right femoral artery. A 16f, 107cm non-bsc sheath was advanced across the patient's prosthetic aortic valve into the lvot over a wire. A non-bsc grasping snare was advanced through the 16f non-bsc sheath to grab the watchman closure device. Some of the anchors of the watchman closure device appeared to be engaged with the wall of the lvot. The 16f non-bsc sheath was advanced, and the non-bsc grasping device retracted into the 16f non-bsc sheath. The watchman closure device compressed and detached from the lvot wall. All equipment retracted through the prosthetic aortic valve into the ascending aorta and then all the way around the aorta into the 20f non-bsc sheath. The watchman closure device was pulled through the 20f non-bsc sheath and out of the body. Post-procedure there was no sign of stroke or pericardial effusion. There was no change in the prosthetic aortic valve gradient, paravalvular leak, or visual function post-retrieval. The patient was discharged the following day. Laa closure will not be re-attempted due to challenging anatomy. Patient will follow up with physician to determine course of action for laa.